Event description:
On mar 14, 2009, the lay user/pt contacted lifescan (lfs) alleging that her onetouch ultra2 meter was not powering on. The medical surveillance specialist spoke with the pt on mar 18, 2009 and obtained the following info. The pt reported that the alleged power issue began at an unspecified time in 2009. The pt stated that she generally takes a fixed amount of humalog insulin in the morning and a fixed amount of lantus insulin at bedtime; however, basis her afternoon dosage of humalog on a sliding scale. On the afternoon of the next day, the pt claimed since she did not know what her blood glucose level was she guessed and took 20 units of humalog insulin. Approx 30-40 min later she began to feel shaky and sweaty; symptoms she associated with a low glucose. In response to the symptoms, the pt claimed she drank juice and ate something. The pt reported felling better after self- treatment. At the time of troubleshooting, the cca noted there was no known trauma to the subject meter and that the pt confirmed she replaced the batteries as recommended in the owner's booklet. The power issue remained unresolved. Replacement products were sent to the pt. This complaint is being reported because the pt claims she was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.